Event description:
It was reported that two years ago, a patient fell and "damaged the system." The reporter stated that after the fall and a car accident, the implantable neurostimulator was replaced. It was reported that stimulation initially "worked great" for the patient and she would have recommended it to anyone before the event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the cause of the event was that the implantable neurostimulator was "not found." It was unclear what this referred to. The reporter stated that there was battery depletion and a charging issue. It was unknown if there were abnormal impedance measurements. It was reported that there was a revision of the implantable neurostimulator on (B)(6) 2010. It was unclear if this referred to a separate revision of the device or the replacement of the device. It was reported that reprogramming was done "as rep." It was unclear what "as rep." Referred to. It was noted that the patient required hospitalization, and recovered without sequelae. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).